Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5 cm from the connector pin. Visual analysis found a full breach outer insulation degradation exposing the outer coil adjacent to the connector boot. Other damages found are procedural damage.

Event description:
This report is to advise of an event observed during analysis.